Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead remains in use. It was further reported that the right atrial (ra) lead had intermittent undersensing possibly causing the device to misclassify false termination of atrial arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.